Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy functional end to end anastomosis (fee). According to the rptr the first cartridge was loaded and it was confirmed the jaws moved properly. At firing, the surgeon felt the device could be fired easily. After firing, the return knob could be pulled back without effort, but the clamp cover was not retracted and jaws would not open. It occurred on the part of the side-to-side anastomosis. To remove the device, the tissue was cut with a new stapler and a new cartridge and again fee was done. The incision was expanded more than 3 cm. No bleeding occurred. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes. The patient is in good condition.